Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right atrial (ra) lead was placed and exhibited high capture threshold and poor current of injury. The physician repositioned the ra lead and the patient experienced a drop in blood pressure. Pericardial effusion and cardiac tamponade were also noted. On (B)(6) 2026, an echocardiogram was performed noting that the ra lead had perforated the heart. The physician performed a pericardiocentesis to resolve the issue. The patient condition was stable.